Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid on the proximal conductor in the same region as the cut in the outer insulation which is suspect to have been a result of the procedure. The was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the lead kept dislodging because of patient's anatomy. The lead was not implanted and replaced with a new one. No patient complications have been reported as a result of this event.